Event description:
Livanova received report that a s5 system tripped the isolation alarm of the hospital during a procedure. There was no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The initial leakage current was above 700. The failure was traced back to a defective power supply. The part was replaced and the leakage current returned within tolerance. The system no longer tripped the lim alarm in the operating room. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: the defective power supply was returned to livanova arvada facility and a visual inspection revealed signs of dust and lint accumulation near the fan area. Complaints database analysis revealed that no further similar issue has been submitted for this unit since its manufacturing date in 2007. Based on above facts and considering troubleshooting performed on site, the root cause of the event was traced back to a defective power supply. A contribution of dust/lint deposits probably due to improper cleaning/maintenance of the unit cannot be excluded.

Event description:
See initial report.